Manufacturer narrative:
This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury. Inmode is performing investigation of this incident and will submit a supllementary report once additional information becomes available.

Event description:
Full thickness burn on submentum following quantum procedure.